Event description:
Reportedly, during the implantation of the pacemaker involved in this MDR report, pacing failure was observed. Setscrews were unscrewed and the leads were reconnected several times but no pacing was confirmed. The pacemaker was finally not implanted and returned for analysis. Another reply pacemaker was successfully implanted.

Manufacturer narrative:
Conclusion: the electrical and mechanical characteristics of the returned device were within specifications; upon reception, the distal ventricular setscrew was completely screwed; a detailed visual inspection of the distal ventricular setscrew showed damages at the first thread with metallic burr on the first thread of the terminal block. These observations clearly resulted from incorrect screwing / unscrewing operations. However, it is not possible to determine whether these damages resulted from screwing operations during or at the end of the implantation, i.e. Whether there is a link between these damages and the reported behavior. It was reported that no pacing spikes were observed on the egm after connecting the leads (the click sound of the torque wrench was heard). Further attempts of reconnection did not change the situation; it was decided to change the device and after, a normal situation was recovered. Considering the above observations and analysis results, the possible hypothesis to explain the event observed during the implantation are that: at the ventricular level : the distal ventricular setscrew was completely unscrewed then reinserted but skewed and stuck at the top of the terminal block, the click sound of the torque wrench could have been heard but in reality the lead was not correctly attached and there was bad electrical contact and thus explaining the pacing failure; another possible hypothesis applicable at atrial and ventricular level is that the setscrews were screwed just before pushing completely the leads in the ports and thus there was also bad electrical contact (the lead tip could touch the distal terminal block but the proximal ring of the leads was not in contact with the proximal terminal block); further attempts revealed probably difficulties to reinsert completely the leads and reconnecting the leads remained unsuccessful. It could have led also to the above damages observed at ventricular level; concerning the lead connection and the screwing/unscrewing operations, it should be noted that: the instructions provided in the physician's manual are adequate to prevent setscrew loosening: caution: do not tighten the pre-inserted screws when there is no lead (this could damage the connector). Do not loosen the screws before inserting the lead connector (subsequent risk of being unable to reinsert the screw). Inserting the screwdriver; insert the screwdriver in the centre of the prominent screwdriver slot contour (the ventricular screwdriver slot is positioned above the axis of the ventricular lead and the atrial screwdriver slot is positioned below the axis of the atrial lead). Standard operating procedures are adequate to prevent the risk of incorrect setscrew positioning at the end of the manufacturing process and after shipping as described below: at the end of the manufacturing process, setscrews are screwed in such a position so that the lead could be inserted without unscrewing the setscrew. To ensure that setscrews are functional and not cross-threaded when the device is shipped, sorin verifies with a visual inspection that the top of the setscrew head is at the same level as the top of the terminal block. This ensures that the setscrew is fully engaged in the terminal block. In addition, some glue is applied between the setscrew head and the terminal block to avoid any movement during device shipment and storage. These different steps are part of the procedure to be applied when the connector head is mounted on the titanium case. Therefore, if the setscrew needs to be retracted, the screwdriver blade should be turned no more than 1 turn counterclockwise, otherwise the setscrew may be disengaged. To position it correctly after disengagement might be difficult. The device is retained in the returned product storage area.